Event description:
Affiliate reported that the micro valve was failing to re-program. The letters gr 862 are on the chassis of the valve. Under or over-drainage of csf by the programmable shunt is suspected. The device was removed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.